Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minivolume extension sets tubing remained in the onelink upon disconnection. This occurred during infusion. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.